Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi mode. After a software download the device resumed normal function. No additional information was available. No patient symptoms were reported.